Manufacturer narrative:
(B)(4). Lock out spring. The analysis showed that the atb35 device was received in good visual condition and with three cartridge reloads present. Cartridge b was received unfired. Cartridges c and d were received fully fired and with the lockout tab spring normal. In addition a blue cartridge pan was received with the lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an esophagectomy procedure, the first firing was completed without any problems. At the second firing, although it was difficult to remove the cartridge, the firing was completed. When the doctor was going to remove the cartridge after the third firing, it was broken. As it was broken out of the patient's body, it did not fall into the patient. There were no adverse consequences for the patient.